Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the torque device was on the guidewire at 25.0cm from its proximal end, where the ptfe coating was missing. The coating was peeling along the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The torque device brass collett markings appeared to be on the guidewire. A visual examination of the distal end did not reveal any abnormalities. The guidewire hydrophilic coating was present. The guidewire dimensions which could be measured were within their specification. Further functional evaluation showed that the device moved through a demo excelsior sl-10 microcatheter without any difficulties. From the condition of the guidewire, it appeared that the torque device had been dragged down the device. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damge (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.